Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The sterile certifications were reviewed and found conforming. Event reassessed as not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 26 days post implantation due to an infection. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110024464 item name g7 dual mobility liner 44mm f lot # 66507629, 11-300815 item name arcos 15x150mm spl tpr dist lot # 66042139, 11-301331 item name arcos con sz a hi 70mm lot # 6622910, 11-302102 item name arcos troch claw small 100mm lot # 66135727. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.